Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive with 80-100% battery life. The pump was connected to a power source however was unable to be turned on. The customer¿s blood glucose (bg) level was 300-400 (mg/dl). A manual injection was administered to address bg level. Reportedly the customer had an alternate pump for insulin therapy.